Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia with mesh, as the mesh was inserted through the 12mm blunt tip trocar, the inner plastic ring of the trocar was pushed loose into the patient. Physician was able to retrieve the plastic ring from patient and it was intact. The physician was aware trend tracker to be done. No injury.